Event description:
A small blood leak was observed coming from the tubing connection (l-tube) between the heat exchanger and the oxygenator. The unit was not changed out and no further action was reported as being necesary to address the leak. The user reported that the pt condition is ok and no pt complications were reported. The associated blood loss was estimated at approx 75 cc. Prior to initiating the procedure, the user facility reports that there was a breach in the manifold purge line. Again, the procedure was completed successfully and without injury or harm to the pt.